Manufacturer narrative:
It was discovered that the vendor fe that provided ge with the information ¿the ventilator suddenly stopped working in vc mode¿ is not a ge employee. Therefore the date ge first received the information, which makes this case reportable, was on (B)(6)2015.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The data acquisition board was replaced, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'value power failure' and stopped functioning. There was no report of patient involvement.